Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclips were inserted and deployed on the tricuspid valve. A third clip, a triclip xtw, was then inserted and deployed on the tricuspid valve. However, difficulties visualizing the leaflets occurred, and post deployment, the third clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr was reduced to a grade of 3. On (B)(6) 2025, a second mitraclip procedure was performed to treat recurrent tr with a grade of 5. A triclip xt was inserted and deployed anterior to the slda clip, reducing tr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to procedural condition. The reported recurrent tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.